Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up normally, however an error is displayed after interrogation. It was also noted that the system fan was noisy.

Event description:
It was reported there was a serious (fatal) programmer error. It was also reported the programmer incurred a black screen. The programmer was returned for repair. No patient involvement or complications were reported.